Event description:
Date of occurance: 1/30/92 at 3:45pm. Type of occurence: 1" 22 guage needle penetrated a (1) quart stackable sharps container. Injury: nurse received 1" superficial scratch to the rt. Palm from the exposed needle. Nurse received treatment and follow-up. Manufacturer notifieddevice labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, performance tests performed. Results of evaluation: other, anticipated or known. Conclusion: no failure detected and product within specification, none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: inserviced by other facility staff. The device was destroyed/disposed of.